Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-12374. Related manufacturer reference number: 2017865-2019-12373. Related manufacturer reference number: 2017865-2019-12395. It was reported that the implantable cardioverter defibrillator was implanted on (B)(6) 2018 for upgrade. The patient presented for system explant procedure in (B)(6) 2019 due to infection. The system was explanted. A new system was implanted on (B)(6) 2019. Patient was stable.